Event description:
It was reported that the epg (external pulse generator) failed to fire twice while hooked up to the patient in 2009, and the patient was dizzy. The first time, the patient's underlying rhythm appeared to be asystole, and the second event appeared to be atrial flutter waves, with no ventricular activity. The device was taken out of service, and the patient received a permanent pacemaker shortly after. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis was unable to reproduce the reported event. No electrical or visual anomalies were found.